Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. Customer received a low battery alert prior to getting an alarm. Blood glucose level at the time of the incident was not provided but customer reported they have a high blood glucose. Customer was assisted with troubleshooting and tried inserting different batteries but was unable to clear the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.